Manufacturer narrative:
Concomitant medical products - silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Work order search: no similar claim type event was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter stated that a aq5010v silicone three piece intraocular lens was not used because it got stuck in the cartridge. The reporter did not know if there was patient contact or if it occurred during loading or during injection. There was no reported health injury. Another lens, serial number (B)(4), was implanted.